Manufacturer narrative:
A ge service representative performed an onsite investigation. The video signal cable was identified as being faulty. No further repair information is available at this time.

Event description:
The customer reported that the system was off and no longer switched on. There is no report of patient injury associated with this event.